Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser did not fire intermittently. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The system was then tested and met all product specifications. Unrelated to the reported event, the company service representative found that the laser indirect ophthalmoscope (lio) fiber radio frequency identification (rfid) was nonconforming and replaced the lio cable. The system was manufactured on june 8, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).